Event description:
On october 11, 2023, nakanishi received a phone call from a dealer about an nsk handpiece overheating. According to the dealer, two patients were involved with the device. Therefore, nakanishi is submitting two mdrs for the two patients. The details nakanishi obtained about the first patient are as follows. The exact date when the event occurred is unknown. The date entered in b3 indicates the best estimate. The dentist was performing a crown removal procedure for #7 tooth of a patient using the x95l handpiece (serial no. (B)(6)). During the procedure, the patient complained of feeling pain, and then the dentist observed a burn injury with blistering to their mouth. The dentist applied an ointment for the burn injury. The injury has healed normally without any need for additional medical treatment. According to the dentist, there were no abnormalities in the device prior to use.

Manufacturer narrative:
The dentist refused to provide information about the patient's age, sex, and weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x95l device [(B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (200,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000min-1 (motor revolution 40,000min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds into the test. Temperature measurements about 30 seconds after the start of the test were as follows: test point (1): 71.6 degrees c. Test point (2): 95.0 degrees c. Test point (3): 29.5 degrees c. Test point (4): 26.2 degrees c. The increase in temperature was so sudden that the test was concluded about 30 seconds into the planned 5-mimute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the bearing retainer in the ball bearing on the rear side of the cartridge was broken. The internal parts were soiled, abraded, and discolored. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainer was the ingress of undesirable materials into the bearing, leading to abrasion. B) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.